Event description:
This case was reported by a consumer and described the occurrence of neck pain in a (B) (6), female, patient, who received super poligrip free denture adhesive cream (formulation number (B) (4)) for denture adhesion. A physician or other health care professional has not verified this report. On a unknown date, the patient started super poligrip. At an unknown time after starting super poligrip, the patient experienced neck pain, shoulder pain, headache, nerve damage and neuropathy. This case was assessed as medically serious by (B) (4). Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B) (4). The lot number for super poligrip is known; however, it is unknown whether the product will be returned for quality assurance testing. (B) (4).